Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2014 with the following findings: a review of the pump¿s black box history showed that multiple replace battery alarms were recorded. Visual inspection revealed that there was moisture behind the display lens. The battery compartment was intact; no damage was observed. The pump case was found to be cracked in the right-hand corner of the display area. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump emitted a replace battery alarm on each attempt to perform the rewind step. Partial current draws were found to be within the required specifications. ¿load and rewind¿ current draws were unable to be measured due to internal moisture contamination. A leak test was performed and a leak was found at a crack in the pump case. The pump case was removed and evidence of moisture contamination was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.